Event description:
Reshape customer service received a phone call from patient. Complaint description: the patient called and explained that they have leakage in tubes of their lap band. They went to a dr who did a water test on the lap band and notice that there was leakage. They also explained that when they contacted the hospital that originally did the surgery, they explained they do not know how to do revision surgery. They customer is also wanting to know who can help with the surgery. The patient was having acid reflux issues and explained that because he was a nurse, that he believed something to be wrong with the lap band. He went to dr and confirmed the tubes are leaking.

Manufacturer narrative:
The device was not available for investigation, thus an investigation on the reported device was not performed. However, a review of the x-rays provided by the patient suggested that a leak in the port taper was present, possibly due to a needle strike or wear on the tubing portion. Unable to determine root cause with the information provided. No further action to be taken. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the port and band was reviewed and the device was manufactured to specification. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.